Manufacturer narrative:
(B)(6).

Event description:
It was reported that during surgery, the wand could have faulty electrical insulation. Sparks were presented before used on a patient, therefore; no patient injuries were reported. A backup device was available to complete the procedure with no delay. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
The evac 70 xtra hp coblator ii wand, used in treatment, was returned for evaluation. A relationship between the device and reported incident was not established. From the information provided, "during surgery, the wand could have faulty electrical insulation. Sparks were presented before used on a patient." A review of manufacturing records for the reported lot number found no non-conformances or anomalies during manufacturing process related to the reported event. A complaint history review found no related failures. The visual inspection under magnification of the wand shows minimal electrode erosion with contamination/discoloration and scratch/scuff marks on the return electrode and spacer. In addition, the wand shows a broken outer shell of the handle. There are no manufacturing abnormalities visually observed with the returned wand. Functional evaluation revealed that the suction line was clogged but performed as intended after backflush. Plasma was produced as specified when activating the device in saline solution at ablate/coag min/max settings. The saline line was tested and did perform as intended. The complaint was not verified as the device performed as intended. An exact root cause cannot be determined with confidence; however, factors that could have contributed to the reported event include: (1) an electrical component failure on the used system; (2) disconnected ground wire on the controller; (3) electrostatic discharge. There were no indications that would suggest that the device did not meet product specifications upon release into distribution.